Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reported a false empty alarm for a quantum pump, list #50598, used with a patient with a medical history of progressive dementia and suspected creutzfeld jakob syndrome. The patient was to receive 70 ml/hr over 24 hours, however, after the pump was primed it would deliver only a small amount of formula for approximately 1-2 minutes and then alarm to indicate that the feeding was empty. The caregivers attempted to restart the feeding twice, but then replaced the quantum pimp with another pump to complete the patient's feeding. There was no report of serious injury or illness associated with the event, however, the reported pump problem is considered likely to result in a serious injury or illness should it recur due to the potential for a delay in feeding.